Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported they moved a couple years ago and somehow managed to lose their programmer so they did not have it anymore. The healthcare provider that they were seeing was not great and they stopped seeing them a few years ago so they didn't currently have a urologist. They saw a specialist briefly a couple of years ago who checked the battery life and everything was good. They have a medical procedure scheduled for (B)(6) or (B)(6) and they needed the device turned off before the procedure but they did not have a way to do that without the programmer. Earlier today all of the sudden when they were sitting on the couch they started to feel stimulation feeling as if it was turned way up and the vibrations were very intense. They had not felt that since the last time they changed the settings several years ago. The patient denied any exposure to any strong electromagnetic interference or medical procedures recently that could have affected the device functionality. The patient had had some cat scans because they had been having some lower back pain as well as numbing treatments as they were planning to undergo an ablation procedure which is why they wanted to turn there therapy off. Patient services reviewed the patient options to order a replacement programmer and/or find a new physician to check device status and offered to provide physician listings in the area but patient declined. The patient asked if they could get in touch with a local rep. Sent email request to field staff. The field staff indicated that they were able to connect with the patient and scheduled an office appointment with them. On 2026-apr-10 additional information was received from a manufacturer representative. The rep indicated that they were able to connect with this patient to assist in establishing care with a new provider on (B)(6) 2026. The cause of stimulation increasing on its own was determined unknown. What most likely contributed to this issue was battery life of internal device noted to be "low". An impedance check was performed and clear. It was determined to turn the therapy off during that office visit on (B)(6) 2026. Stimulation was no longer felt by the patient. The issue had been resolved. The patient was scheduled for a device replacement under new established care. Of dr (B)(6). Surgery date undetermined at this time awaiting insurance authorization. Therapy will remain off for the upcoming procedure in (B)(6) and until replacement of device.